Event description:
The customer observed falsely elevated potassium and magnesium results on alinity c processing module for multiple patients. The results provided were: patient 1 potassium initial=8.1 meq/l /repeated=4.9 meq/l, patient 2 magnesium initial=6.2 mg/dl /repeated=1.9 mg/dl, patient 3 magnesium initial=4.7 mg/dl /repeated=0.7 mg/dl. Laboratory reference range for potassium=3.4 to 5.1 meq/l. Note: results expressed in meq/l are equivalent to mmol/l for the potassium. There was no reported impact to patient management.

Manufacturer narrative:
The abbott field service (fsr) inspected the instrument and observed corrosion on the reagent probes. The fsr resolved the issue by replacing the reagent probes alnty c-series reagent (04s49-01). No additional discrepant result issues have been reported since the service activity was completed. List number 04s49-01 reagent probe was determined to be the likely cause of the issue. A review of the alinity ac02949 instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alnty c-series reagent associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alnty c-series reagent (ln 04s49-01). A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number ac02949, or the alnty c-series reagent (ln 04s49-01).